Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer declined to troubleshoot because he took an injection. The customer also reported high readings of 391 mg/dl and 380 mg/dl. The customer declined to troubleshoot. The product was not returned for analysis.